Event description:
The user facility reported that two of their employees obtained white residue on their hands while removing vaprox hc sterilant cups from their v-pro max 2 sterilizer. The employees washed their hands and continued working. No report of injury.

Manufacturer narrative:
The vaprox hc sterilant cup subject of the reported event is being returned for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.